Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of the device - 2 years and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. Historically, the patient's lvad course was complicated by ventricular tachycardia which resulting in ICD shocks, and previously unreported pseudomonas percutaneous lead infection and gastrointestinal bleeding (gib). The patient first presented with suspected gib on (B)(6) 2012 with dizziness, a hemoglobin (hgb) level of 6 g/dl, and an inr of 1.79. Hemorrhage in the fundus was found. The treatment administered included unspecified antibiotics and a decrease in the aspirin dosage from 162 mg to 81 mg. On (B)(6) 2014, the patient developed an onset of drainage from the percutaneous lead and fever after having a mammogram. At the time, the healthcare professionals questioned whether the percutaneous lead may have become pulled during the mammogram. Levofloxacin was administered for 4 weeks for the pseudomonas infection with resolution of the drainage. In (B)(6) 2015, the patient presented with sepsis due to pseudomonas infection. During the sepsis episode, the patient reportedly experienced gastrointestinal bleeding. During the hospital stay, the patient developed a clostridium difficile infection. The patient was discharged on 6 weeks of intravenous ceftazidime in addition to oral vancomycin. In (B)(6) 2015, the patient was also diagnosed with multiple myeloma and developed hyperviscosity syndrome which affected the platelets and the patient's health in general. In (B)(6) 2015, the patient was readmitted for sepsis of the same organism and discharged on intravenous vancomycin. No further treatment was administered as the healthcare professionals believed the infection had been colonized. On (B)(6) 2015, the patient passed away at home from failure to thrive and complications of multiple myeloma. The patient's condition reportedly started to decline after the diagnosis and treatment of multiple myeloma. Treatment with palliation was administered during the last several months of the patient's life. It was reported that there were no indications of pump failure and care was withdrawn.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding and the percutaneous lead infection could not be conclusively determined. Bleeding and infections are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.